Event description:
It was reported when using the bd pyxis medstation es system constantly rebooted and caused a delay in dispensing medication to patient. The customer added that this malfunction occurred during the user trying to dispense medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that there was an issue with biometric ID and cabinet controller not found. The field service engineer reseated all connection in comm sled, docking board and replaced pyxibus cable, comm sled to resolve. The system functioned as intended after the field service engineer troubleshooted the device.